Manufacturer narrative:
As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e ms-30 femoral stem) are marketed in USA, and therefore this report was filed. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check could not be performed as no product information was provided. Review of incoming information: in the journal article of (B)(6) it is reported that the patient had a breakage of the metaphyseal-neck junction of the exafit stem initiated at the extraction hole without signs of metallosis. In the journal article it is stated that "the five stem fractures that occurred in our series are due to the design of the stem holder/extraction hole of the exafit tm components that were manufactured until march 2003, causing femoral neck fracture from notching." No other documents were provided. Devices analysis: devices analysis could not be performed as the product was not returned for investigation. The root cause of this failure can be identified as such that the geometry of the impaction hole at the neck of stem leads to a high stress concentration on one or both sides of the hole, resulting in a fatigue failure of the implant. Zimmer biomet recognized this design issue and actions were taken by modifying the shape of the impaction hole. The part was produced before the design change was in place. In early january 2003, zimmer initiated a design change including a modification of the impaction hole to allow the use of a standard instrumentation for impaction and extraction. This resulted in the introduction of a new design of the exafit stem in april 2003. Also during the same year 2003, there was a report in february 2003 of breakage of the exafit stem in january 2003. The root cause of the breakage was determined to be an impaction hole which resulted in a notch effect. The design change to the exafit stem described above addressed the root cause of the reported event at hand and therefore no further corrective action is required. The part of the case at hand was produced before the design change was in place. Based on the given information and the results of the investigation, we could identify a root cause for this issue. We consider inappropriate design as root cause. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a medical journal that the patient was implanted an exafit stem (unknown reference number) and had to undergo revision surgery after 7 years in vivo due to stem fracture. No signs of metallosis were observed. Exact dates of implantation and revisions are unknown.